Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2005, and revision procedure on (B)(6) 2009, due to patient allegations of pain, loss of mobility, metal poisoning, metallosis, and elevated metal ion levels. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is number 1 of 2 MDR's filed for the same event (reference 1825034-2014-03209 and 07002).

Event description:
Legal counsel for patient reported patient underwent total right hip arthroplasty on (B)(6) 2005, and revision procedure on (B)(6) 2009, due to patient allegations of pain, loss of mobility, metal poisoning, metallosis, and elevated metal ion levels. Additional information provided in patient medical records indicate right hip revision performed on (B)(6) 2009 was due to pain. The patient's operative report noted cloudy fluid consistent with metal debris, and grayish-brown stained synovial. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Product identification and expiration date - unknown, manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.